Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(6) and the system controller passed all manufacturing and qa specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of atypical power cable disconnect and atypical no external power alarms were confirmed via the log file. The system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days (B)(6) 2001, (B)(6) 2021 per time stamp). Events occurring on (B)(6) 2001 took place when the clock was not set, and the exact date and time of the events could not be determined. The clock was reset several times throughout the log file. Atypical no external power alarms were active intermittently throughout the log file when the rsoc voltage was not disrupted. These alarms were active on (B)(6) 2001 at 01:00:02 and between 01:00:02 ¿ 01:00:09. A no external power alarm activated due to a dual disconnection of the power leads on (B)(6) 2001 at 01:00:01, which cleated when power was restored. The backup battery provided power to the system during these events. The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred while the controller was connected to battery power and did not happen while the patient was connected to the power module. Additional provided information communicated on (B)(6) 2021 stated that the power cable disconnect alarms have resolved. The patient has had no issues since he has someone who is not cognitively impaired monitoring his batteries. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report # 2916596-2021-03132. It was reported that the patient presented to the hospital with their pump off and shortness of breath. The hospital stated that they could not hear the pump hum. They changed the 14 volt batteries, and the pump restarted. The patient showed no signs or symptoms of a thrombotic event. The patients lactate dehydrogenase (ldh) levels were up 200 from baseline, however this did not meet the hospital's definition for suspicion of a potential thrombus. The patient remained alert and stable, they denied that the pump was ever off. Review of the log files showed that the controller clock had reset, this happens when all power is lost to the system. Review of the patient' log files revealed fluctuating voltages on both power leads which resulted in atypical power cable disconnects and atypical no external power alarms. One of the no external power alarms appeared to be associated with both power cables being disconnected simultaneously. The patient's power cable disconnect alarms resolved with the patient receiving assistance monitoring their batteries.